Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) was suspected to exhibit premature battery depletion. The estimated remaining battery percentage had decreased from 43% to 16% in less than four months. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services (ts) recommended device replacement. This device has been explanted and replaced. The patient received antibiotics. No additional adverse patient effects were reported

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function . Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) was suspected to exhibit premature battery depletion. The estimated remaining battery percentage had decreased from 43% to 16% in less than four months. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Technical services (ts) recommended device replacement. This device has been explanted and replaced. The patient recieved antiboitics. No additional adverse patient effecstw were reported